Manufacturer narrative:
Reporter occupation is patient/consumer. The case has been sent to the manufacturer for investigation. The test requires 4 drops to be applied onto the sample well. Product labeling states: "failure to follow the instructions may result in inaccurate test results". Step 8 of the test procedure for this product states: "hold the tube upright above the sample well. Drop 4 drops onto the sample well". The investigation is ongoing.

Event description:
The consumer reported a positive result with the covid-19 at-home test performed (B)(6) 2022. The consumer stated she doesn't know if she applied 4 drops to the sample well of the test. (B)(6) 2022. The consumer performed another covid-19 at-home test and the result was negative. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose. Mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).